Event description:
It was reported that the customer's blood glucose (bg) level was 18 mmol/l and ketone level was high. Cause was not known. Customer administered a manual injection to address bg. Customer went to the emergency room (ER) and was treated with intravenous fluids of saline and insulin. Elevated bg and ketones were resolved with no injury. Customer was discharged the same day. Pump system check was performed with technical support. No issues were identified with the cartridge, insulin, and infusion set cannula/tubing. Pump was functioning as expected.